Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information was obtained from the field representative indicating that it was unable to achieve rv pacing capture. A chest x-ray was performed and it was noted that the rv lead was in the atrium. The rv lead was explanted. No additional adverse patient effects were reported.